Manufacturer narrative:
Complaint (B)(4). No date of the event could be obtained from the customer. Samples were only recently received and were forwarded for evaluation to the supplier where we purchase the product from. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states straight needles disconnecting from the quickshield holder during patient draw [article 2]. There have been 6 occurrences total with 3 different phlebotomists. There was no injury to the patient or phlebotomist. Customer has been using greiner needles and holders for 3 months and this just started occurring 3 weeks ago. They were tightening the needle into the holder just until snug but due to these recent occurrences, yesterday they started to really tighten as tight as you can get the needle with the holder. With the very last occurrence today, the occurrences, yesterday they started to really tighten as tight as you can get the needle with the holder. With the very last occurrence today, the rubber also came off the back-end needle after 3 tubes were collected. Customer states needles did not attached to holder [article 3]. There were 2 occurrences with the quickshield holder and straight needle where there was no resistance when screwing in the needle into the holder. The needle kept turning and did not attach to the holder. The holders and needles were disposed of and not used. No photos are available. Product is available to return for evaluation.

Manufacturer narrative:
Received 50 pcs sealed, 39 pcs loose, and 4 pcs disassembled 450230/g220437l for evaluation. No customer pictures were provided. We have no further complaints for the material/batch. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of the production documentation did not reveal any deviations related to the reported errors. Customer samples were evaluated visually and functionally. No irregularities could be observed. The alleged event is not confirmed. Corrected data: h3: samples received; h6: medical device problem, health effects - clinical signs and symptoms or conditions, type of investigation, investigation findings, investigation results; h10 manufacturer narrative.